Event description:
Healthcare professional reported right side "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior and white particles inner device. Leak test and microscopic analysis was performed which identified: striated opening on posterior, opening crack on valve seat diaphragm valve, observed void 1 mm in non-textured, valve-to shell-bond area and voids observed in the textured part of the valve (vv), it is out of specification according to qa 199.06. Based on the device analysis the final assessment is: void on valve texture side assessed as a workmanship. A cracked valve seat diaphragm valve. A striated edge opening on posterior assessed as surgical damage.

Event description:
Healthcare professional reported right side "deflation." Device has been explanted.